Event description:
A customer reported obtaining inconsistent results with capture-r ready-screen (3), lot r302.

Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instrument. Unexpected positive reactivity would require additional serological testing prior to release/transfusion of blood products.